Event description:
It was reported that the pt undrwent a total tip replacement (cement-less) in 2005. After the surgery, the surgeon found disassociation of the components. The surgeon performed revision surgery under general anesthesia 7 days later. During the revision surgery the surgeon found femoral proximal end fracture. The surgeon injected the cement into the femoral channel, then seated the stem. The surgeon confirmed that the cement hardened, and while reducing the components, the pt's blood-pressure decreased. The pt recovered, but 15 minutes later the pt's blood-pressure decreased, and the pt went into cardiac arrest.